Manufacturer narrative:
The field service representative (fsr) was able to duplicate the reported complaint. The roller pump was hesitant during rotation, more noticeable at higher revolutions per minute (rpm). The issue was resolved by cleaning the encoder ring. No parts were replaced. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was rotating in a stuttering manner. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: there were no time stamps observed on (B)(6) 2022. Neither of the large roller pumps had any logged errors for (B)(6) 2022. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.